Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified malfunction occurred. Customer's blood glucose (bg) level was "high". Customer declined to provide additional information regarding bg level. Reportedly, the customer had manual injections as alternate insulin therapy.